Manufacturer narrative:
The complaint component was returned and analyzed. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leak in cylinder body attributed to wear at fold; hole was present. Both cylinders were not pressure test due to leak was found. Both cylinders had wear at fold in cylinder body. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified device malfunction with the returned cylinders. The product analysis results, and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed due to the patient needed an artificial urinary sphincter (aus) placed transcorporal. There were no device problems with the explanted ipp. However, upon analysis of the returned device, a fluid leak was found in both cylinders.